Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the liquid crystal display board, motherboard, interface board, radiofrequency board, motor, vibrator and battery tube assembly during a visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device was exposed to salt water. The customer stated that he had forgotten to take off his insulin pump when he was sitting on the beach, and water washed up onto him. The customer's blood glucose was estimated to be 98 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.